Event description:
It was reported that during a laparoscopic gastric sleeve, the first device partially fired two times. The second device was opened and the battery was dead. A third device was opened and the case was completed with no patient consequences. Seam guard was being used. Additional surgery time of 15 minutes.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Cartridge. Unknown, assumed 1st day of month that complaint was reported the analysis results showed that six ecr60d cartridge reloads were received. Cartridges (a, b, c, d, e) ecr60d, l51y9u, were received fully fired and in good visual condition. Cartridge (f) ecr60d, l51y9u, was received partially fired 1/2 consistent with an incomplete or interrupted cycle. Upon further inspection the returned reloads were inspected under magnification and reloads (a, b, c, e, f) were noted to have cartridge deck damaged. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws.